Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) persistently displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the (ua) 07 was due to a failure of both single point load cells, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed (ua) 07; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Both load cells were over-reporting and were replaced to remedy the error message. After the service, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6)) persistently displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.